Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem could not be confirmed/duplicated, as the device passe inspection and all functional tests. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the visera 4k ultra high definition camera control unit had an otv error code, e118, malfunction. The reported problem occurred at the end of the case. The device was restarted three times but with no success. No death, injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device investigation confirmed the reported event (error code 118) was unable to be duplicated. Based on the results of the investigation, the root cause of the error code (e118) was unable to be identified. Olympus will continue to monitor field performance for this device.